Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician attempted to reposition the ventricular lead multiple times. Each time, good sensing and capture threshold values were unable to be achieved. The lead was replaced with a new tined lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.